Manufacturer narrative:
Balt USA's reference number: (B)(4). To whom it may concern: on august 27, 2020, balt USA has been notified of an event regarding the use of a single optima coil. Details reported as follows: "after framing with the 2.5x2.5 optimax the physician detached the coil and opened a 1x1 optimax but when he went to place the coil he noticed his microcatheter had come back. He pulled the coil out used the hybrid 1214 to access the aneurysm but when he inserted the sl-10 over the wire into the aneurysm it dislodged the 2.5z2.5 optimax. The physician dropped an atlas stent through the coil and across the neck of the aneurysm and then crossed the stent and placed 5 optima coils to finish the procedure. I have included images of the initial frame, stented 2.5x2.5 and the final result." Based on the provided information, root cause can be attributed to a procedural complication. While trying to reaccess the aneurysm the optima coil was dislodged from its initial positioning. Review of the lot history records did not reveal any in-process issue that could account for the observation. No additional complaints against lot number f200500099 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported: "after framing with the 2.5x2.5 optimax the physician detached the coil and opened a 1x1 optimax but when he went to place the coil he noticed his microcatheter had come back. He pulled the coil out used the hybrid 1214 to access the aneurysm but when he inserted the sl-10 over the wire into the aneurysm it dislodged the 2.5z2.5 optimax. The physician dropped an atlas stent through the coil and across the neck of the aneurysm and then crossed the stent and placed 5 optima coils to finish the procedure. I have included images of the initial frame, stented 2.5x2.5 and the final result."